Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the numeric value is changing on its own; when attempting to set the respiratory rate, the value is bouncing back and forth. The fse reported patient involvement and no patient harm.